Manufacturer narrative:
(B)(4). No information was supplied other than the patient was female. (B)(4) device handling issue - the device was not pre-soaked in saline solution prior to implantation. Atraumatic clamps preferably with soft shod jaws or clamp covers were not used. These are both recommendations given in IFU. (B)(4). Leak - reported leakage of blood along full length of graft. Method - actual device not evaluated - actual device remains in the patient. No testing methods performed - as device was not returned, no testing could be performed. As no information was provided on batch/lot number, no testing of a reserve sample or equivalent device from same manufacture period could not be carried out. Result - no results available as no evaluation performed - device remains in patient therefore no testing could be performed. Conclusion - failure to follow instructions - leakage issue cause by failure to follow IFU recommendations to pre-soak device in saline prior to procedure to improve performance and to use atraumatic clamps with soft shod jaws to avoid damaging the prosthesis. Vascutek now considers this complaint closed however, the issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops action may be taken at that time. Device remains implanted.

Event description:
The event was reported to vascutek as follows: the physician was carrying out a procedure using a 32mm gelweave straight graft but he experienced serious leakage problems. The graft was not pre-soaked before use and atraumatic clamps or clamp covers were not used during the procedure there was no further information provided on the device, batch number or the serial number.